Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high defibrillation impedance on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was stable before, during, and after the procedure.